Manufacturer narrative:
(B)(4). Implant date: sometime in (B)(6) 2016. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the products are still implanted. The investigation is still in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 -2018 -04529, 0001825034 - 2018 - 04535, 0001822565 - 2018 - 03669.

Event description:
It was reported that patient is experiencing pain and swelling at an unknown amount of time after hip arthroplasty of the left hip. No revision surgery is scheduled at this time. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.